Manufacturer narrative:
The suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. For further details about the devices associated with this event. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient has an infection and underwent a revision surgery.